Manufacturer narrative:
¿Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.¿

Event description:
Implant loss, infection, lack of osseointegration.